Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post rectum anastomoses, there was a leak after a week of procedure that went well and the anastomoses resulted into good formed doughnuts.